Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the heater wire bent away from the jaw on the vasoview hemopro 2 and remained attached to the device. The hospital did not report any patient effects.

Manufacturer narrative:
A lot history record review was completed for lots 25125018, 25125218 and 25125656 the last 3 lots shipped to the account prior to the event date. There was no nonconformance which could be considered related to the reported event recorded in the lot history. The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. Tissue buildup was observed at the jaws. The heater wire was flexed away from the hot jaw and detachment at the tip. The wire remained in place at the base of the jaws. No other nonconformance was observed. Based on the returned condition of the device the complaint was confirmed for the reported "bent wire". The most probable cause of the bent wire is from impropper insertion of the hemopro tool inside the cannula. The IFU instructs the user to close the jaws and hold the device approximately 6 in from the tips before inserting through the tool adapter port. The jaws came in contact with the tool port opening or the internal components of the cannula causing the device to bend. Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the heater wire bent away from the jaw on the vasoview hemopro 2 and remained attached to the device. The hospital did not report any patient effects.